Event description:
It was reported that during a hemorrhoidectomy procedure, the staples did not deploy on the anterior side producing an incomplete donut. The surgeon used sutures to complete the donut. There was no pt consequence.